Event description:
Reporter calling to report problems with her "abbott neurostimulator". Reporter states she had a neurostimulator implanted approximately (B)(6) 2017, and the device was working fine until she had an MRI (magnetic resonance imaging) on approximately (B)(6) 2018, in preparation for a shoulder surgery. Reporter states after the MRI, her abbott device "never worked again" and that she has been "fighting" with abbott ever since. Reporter states that after the device failed, her pain returned and she had to resort to going back on fentanyl pain patch medication. Reporter states she called abbott to report the problems after she had the MRI, however abbott was largely dismissive of her concerns. Reporter states she followed up with the surgeon who implanted the device,and was told by the surgeon that the MRI was the reason for the device malfunctioning. Reporter states she eventually received a "medical correction notice" letter from abbott regarding her neurostimulator. Reporter states she had the abbott device explanted on (B)(6) 2019, and had a different device implanted and now states her pain is well-controlled.